Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/29/2015. The fse found the potentiometer on the light scatter (ls) preamp board used to adjust the retic gain was broken. The fse replaced ls preamp board, which resolved the issue. (B)(4).

Event description:
The customer reported the retic scatter potentiometer amplifier board on the coulter lh 750 hematology analyzer was defective. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.